Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The device was also received with missing end cap sticker, cracked display window corner, cracked battery tube threads and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 351 mg/dl. The customer was calling back with a blank display after reset and receiving a new battery cap. She was unable to troubleshoot at the time and called back later. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded. The customer stated the display returned after inserting a new battery. It was advised to monitor the device. She then reported that the insulin pump had a missing dome label sticker. The insulin pump was replaced and returned for analysis.